Event description:
The initial report received from the (B)(4) study stated that approximately thirteen months post index procedure it was noted that the patient had atrial fibrillation. The event was medically managed only, and was noted to be ongoing and unchanged. Event noted to be unrelated to index and implanted stents. The cec adjudication committee reviewed the procedure information and agreed that the patient had suffered a peri-procedural myocardial infarction. The patient is a (B)(6) man with a history of CABG surgery in (B)(6) 2003, dyslipidemia, hypertension, lvef 30-39% and former smoking who presented with no angina, a positive functional ischemia study, and a 90% stenosis with timi 2 flow in the distal circumflex (cx). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon (firestar) angioplasty and placement of two cypher (cxs18250/ lot 15101690 x 2) study stents in the distal cx. The site reported the second study stent was deployed proximal to and overlapping the initial study stent to "prevent gap of pre-dilatated balloon inj." The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure ended. The post-procedure course was uncomplicated and the patient was discharged the next day on dual antiplatelet therapy. Adjudication notes were received and the adjudication committee agrees that the patient had suffered an mi during the index procedure.

Manufacturer narrative:
The cec adjudication committee reviewed the procedure information and agreed that the patient had suffered a peri-procedural myocardial infarction. The patient is a (B)(6) man with a history of CABG surgery in (B)(6) 2003, dyslipidemia, hypertension, lvef 30-39% and former smoking who presented with no angina, a positive functional ischemia study, and a 90% stenosis with timi 2 flow in the distal circumflex (cx). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon (firestar) angioplasty and placement of two cypher ((B)(4)/ lot 15101690 and lot 15095734) study stents in the distal cx. The site reported the second study stent was deployed proximal to and overlapping the initial study stent to "prevent gap of pre-dilated balloon inj." The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure ended. Peri-procedure on (B)(6) 2010 at 13:30, the ck was 107 (nl 200, ratio <1), the ckmb was 1.9 (nl 5.0, ratio <1) and the troponin I was 0.01 (nl 0.04, ratio <1). Post-procedure on (B)(6) 2010 at 01:45, the ck was 169 (ratio <1), the ckmb was 14.0 (ratio 2.8) and the troponin I was 1.36 (ratio 34.0). On (B)(6) 2010 at 10:35, the ck was 137 (ratio <1), the ckmb was 9.9 (ratio 1.98) and the troponin I was 0.81 (ratio 20.2). The post-procedure course was uncomplicated and the patient was discharged the next day on dual antiplatelet therapy. Adjudication notes were received and the adjudication committee agrees that the patient had suffered a mi during the index procedure. The study stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00335 and 3003742446-2012-00336.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00335 and 3003742446-2012-00336.